Event description:
Per clinical review: on (B)(6) 2019, the heart lung machine (hlm) electronic patient gas system (epgs) warmed up and passed calibrated without issue for a case. The team initiated cardiopulmonary bypass (cpb) and shortly after the team received a gas blender failure message in the messaging center of the central control monitor (ccm). The team stated that there was no issue with the flow of gas at this point. It was unknown what the fraction of inspired oxygen (fio2) set point was when this message occurred, or what the measured fio2 reading was from the system. To mitigate the issue the team opted to use a stand-alone blender for the remainder of the procedure. This exchange of equipment did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Per data log analysis, there are multiple oxygen (o2) sensor expired messages which indicates that the o2 sensor has reached 100,000% hours. Once the o2 sensor reaches 100,000% hours, the calibration button becomes grayed out, the user is able to control the flow and fio2 from the ccm and local control knobs, but they cannot calibrate.

Event description:
Additional information was received indicated that the message displayed was 'service gas system'.

Manufacturer narrative:
Updated blocks: b5, d10, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) oxygen (o2) percent hours to be 100,215. A 'service gas system' message is triggered when the o2 percent hours reach 100,000. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During testing at the service center, the service repair technician (srt) verified that if the oxygen (o2) percent hours were reset, the electronic patient gas system (epgs) would calibrate normally. The o2 sensor was replaced as a normal part of the reconditioning process. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the hose connections were checked and no gas leaks were heard. The local control knobs of the electronic patient gas system (epgs) were used.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "gas blender failure" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.